Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic non-dependent patient presented through merlin.net transmission, non-sustained rv oversensing episodes were observed. Analysis of the episodes shows lead noise. Patient will be called in clinic for further evaluation.